Manufacturer narrative:
One opened and used reservoir was inspected and no anomalies were found with the reservoir, snap cap or septum. An occlusion test was run and it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer reported via telephone call that the tubing could not be filled until the set and reservoir were changed. Three no delivery alarms were found in the alarm history. The customer did not recall the blood glucose reading at the time of the event. The customer called back on (B)(6) 2015 due to a recurrence of the alarm. The blood glucose reading was 190 mg/dl. The customer was advised to disconnect and reconnect the tubing and reservoir and to manually push the insulin through the tubing and the customer reported that insulin did exit. The customer was advised to run a manual prime and reported that the insulin pump did not alarm. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.